Event description:
Information received from the patient reported that they got a "hard zap" on occasion when moving in certain positions (related to positional movement), in the implantable neurostimulator area, and the back of the hip which hurt and felt like a burning sensation. The issue occurred intermittently. There were no falls or trauma reported that were related to the issue. The patient mentioned the issue to their healthcare professional (hcp) and the hcp stated that they would not expect that to be normal. The indications for use for the implanted device were noted as cervical/neck and spinal pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.